Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on jul 18,2025, with lot number 2469176. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, crease and non penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "prosthesis ruptured". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "prosthesis ruptured". This record is for the left side. Device was explanted.